Manufacturer narrative:
Results - the complaint of the invalid impedence was confirmed. Microscopic inspection of the returned octrode (3186) lead revealed a kink in the lead body with all internal wires broken. It was concluded that the fracture in the lead was consistent with stress the lead was subjected to at the distal end of the swift-lock anchor while still in vivo. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt (B)(6) lost stimulation. Lead diagnostics showed all impedances were invalid. There was no apparent fracture or lead pull-out, but the lead covering was observed to be slightly cracked. It is unk if the pt was implanted with a new lead. Additional info has been requested.